Manufacturer narrative:
It was noted that the device is not available for evaluation. Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation.

Event description:
It was reported through the filing of a lawsuit that allegedly the plaintiff underwent a right total knee arthroplasty on (B)(6) 2015. It is further alleged that the implant failed and required revision on (B)(6) 2015 in which there was an irrigation and debridement with poly exchange.